Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA.a review of synthes device history records for lot p093287 revealed the cercl-cable w/crimp ø1.7 was manufactured by (B)(4). (B)(4) parts were inspected to the synthes incoming final inspection sheet number (B)(4) on (B)(4) 2011. The product conformed to all requirements. (B)(4) parts were released to the warehouse on 6/8/2011. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation is ongoing.

Manufacturer narrative:
An additional evaluation performed by the product development engineer concluded: it was found that the wires had not been smoothly cut (sharp brows) at the crimp connection or an unfavorable position of the crimp itself which may be the cause of this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
A hospital in (B)(6) reported the patient had a revision hip stem and cable around the femur the day after a primary that resulted in iatrogenic fractures. Around a week ago the patient complained of pain adjacent to the top 2 cables and an x-ray was taken. Yesterday he had an ultrasound guided injection local anesthetic over the top cable and his pain went away immediately. The surgeon removed the cables on an unknown date. He believes the pain may be related to the crimp. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested. Placeholder.

Manufacturer narrative:
(B)(4)